Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display showed vertical and horizontal lines and was not legible. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section h3. Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench testing in normal and stressed conditions without duplicating the report. An internal inspection resulted in no findings. The lcd color cable assembly was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.